Event description:
The dexcom g7 cgms are regularly failing from poor manufacturing. The wire that should insert into the skin is sticking out the top (the company calls it "goosenecking." They don't even penetrate the skin, let alone work accurately. We've had 1 out of every 2 sensors deploy improperly, fail to pair, or fail before the 10-day period. Others are experiencing the same issues and dexcom cannot replace quickly at this point. Replacements take 3 weeks and my last shipment of replacements all "goosenecked" just like the ones I was having replaced. They want the sensors back, but I have taken some photos to document the gooseneck and share information with others that I am happy to provide if needed but you can see on social media that many people are experiencing this beyond us. I'm tired of the poor quality. My son is 3 yrs old and insulin dependent. This device was prescribed to help catch overnight lows which could be deadly and then not working and failing is causing him extreme distress as well as hardship. The sensors need quality control. They are currently totally unreliable for their intended purpose. Not to mention that insurance only covers 3 per month. With ship times for replacements at 3 weeks, that can leave a patient without it's medical device for 2-3 weeks if they don't have backup sensors available or if they all fail. For a device that could potentially be considered a "lifesaving medical device" they are not up to the standard I expect. Ref report: mw5170163.